Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 20807942, expiration date 11/30/2014). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Customer received a result of 14.0 mmol/l on compact plus system 1, and a result of 2.1 mmol/l on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. He was treated with water with sugar and an ambulance was called. The customer did not receive professional medical treatment, and the ambulance waited with the customer until his result was 5.0 mmol/l. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.